Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076 implantable pacing lead: (B)(6) 2003. 4193 implantable pacing lead: (B)(6) 2003. (B)(4).

Event description:
It was reported that the device battery depleted prematurely. The device was removed and a new device was implanted. It was also reported the right ventricular lead had high threshold. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted in the right ventricle. The high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.